Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). ICD was explanted and replaced. Additionally, it was reported that the patient's lead was dislodged with high thresholds. Lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 0147- boston scientific lead, 4470 boston scientific lead. (B)(4).